Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported approximately nineteen cysto/bladder irrigation sets were contaminated. It was further reported that the inside of the tubing appeared discolored, with "grey/black blotches". This event was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. One sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed on the tubing; however, a discoloration was observed between the walls of the tubing, that would cause a visual effect of contamination on the tubing. The reported condition was not verified. The other samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.